Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Adverse events that may be associated with the use of the vad system include device thrombosis and re-operation as outlined in the labeling. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical center that the patient presented to the emergency room (e.r.) On (B)(6) 2015, complaining of vibration and "revving" of lvad in chest. Labs indicated: inr-2.6, pt-24.7, and ldh-454 with patient's baseline typically in the 200 range. ER physician reported to site that the pump had an unusual sound on auscultation. Patient was transported via (B)(4) and admitted for further evaluation. Log files sent to manufacturer on (B)(4) 2015 indicate 2600rpm, 4.4lpm and 3.8watts. According to log file analysis parameters within normal operating parameters. Patient treated with bivalrudin for suspected thrombus. Pump sound according to site did initially improve with bivalrudin. Patient's ldh peaked at 800 on (B)(6) 2015 with log files analysis still confirming normal pump operation. CT-angio performed with no evidence of thrombus in left ventricle or outflow graph. Site suspected thrombus in pump due to rising ldh, urine tea-colored appearance, and auscultation of hvad pump. Decision made by surgeon for emergent device exchange on (B)(6) 2015. No further information available. Investigation is ongoing.

Manufacturer narrative:
Additional information reported that during pump exchange thrombus was visualized in the left ventricle. No thrombus was detected in the inflow cannula. The patient was discharged home and "doing well" with no known issues since pump exchange. The pump was returned to heartware for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the pump in relation to the reported event. The reported suspected thrombus was not confirmed via log file analysis which revealed normal power consumption. Analysis of the pump revealed that the device met specifications; the device passed functional testing and visual examination and dimensional verification. Pathological examination did not reveal any evidence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although a definitive root cause conclusion cannot be made, clinical factors and patient comorbidities are factors that may have contributed to the event. Concomitant controller: review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.